Event description:
The explanted product was discarded by the hospital. Therefore, no analysis could be performed.

Event description:
It was reported that a patient's generator was protruding and was about to pop through the patient's skin. The patient had replacement surgery due to the protrusion. There was no trauma or manipulation of the device. The physician was not sure of the cause of the protrusion but took cultures to determine if the patient had a mild infection. There was no confirmed infection at that time. No further information has been received to date.